Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity and obesity. Concomitant products included gabapentin, lidocaine hydrochloride (leostesin), losartan, ondansetron (zofran) and tramadol. On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6)2006, the patient experienced back pain ("back pain"), arthralgia ("joint pain") and pain in extremity ("arm pain"). In (B)(6)2006, the patient experienced pruritus ("rash/skin condition/ itchy burns on chest & arms"). In february 2007, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction type: allergic reaction"). In (B)(6)2008, the patient experienced teeth brittle ("teeth are brittle") and thermohyperaesthesia ("sensitivity to hot and cold"). In (B)(6)2009, the patient was found to have weight increased ("weight gain"). In (B)(6)2011, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6)2017, the patient experienced fibromyalgia ("fibromyalgia/ autoimmune disorder type of disorder: fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain and pruritus had resolved and the menorrhagia, metrorrhagia, fibromyalgia, psychological trauma, fatigue, mood swings, headache, weight increased, hypersensitivity, teeth brittle, thermohyperaesthesia, arthralgia and pain in extremity outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, fatigue, fibromyalgia, headache, hypersensitivity, menorrhagia, metrorrhagia, mood swings, pain in extremity, pelvic pain, pruritus, psychological trauma, teeth brittle, thermohyperaesthesia and weight increased to be related to essure (ess205). The reporter commented: she received treatment for fibromyalgia and psych injury. Current weight 330 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - on (B)(6)2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Essure stop date updated. Other relevant history and lab data updated. Events: allergic or hypersensitivity reaction type: allergic reaction, teeth are brittle, sensitivity to hot and cold, joint pain, arm pain were newly added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain') and device dislocation ('not visible right coil') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity and obesity. Concomitant products included gabapentin, lidocaine hydrochloride (leostesin), losartan, ondansetron (zofran) and tramadol. On (B)(6) 2006, the patient had essure (ess205) inserted. In november 2006, the patient experienced back pain ("back pain"), arthralgia ("joint pain") and pain in extremity ("arm pain"). In december 2006, the patient experienced pruritus ("rash/skin condition/ itchy burns on chest & arms"). In february 2007, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction type: allergic reaction"). In january 2008, the patient experienced teeth brittle ("teeth are brittle") and thermohyperaesthesia ("sensitivity to hot and cold"). In april 2009, the patient was found to have weight increased ("weight gain"). In october 2011, the patient experienced mood swings ("hormonal changes describe: mood swings"). In january 2017, the patient experienced fibromyalgia ("fibromyalgia/ autoimmune disorder type of disorder: fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain and pruritus had resolved and the device dislocation, menorrhagia, metrorrhagia, fibromyalgia, psychological trauma, fatigue, mood swings, headache, weight increased, hypersensitivity, teeth brittle, thermohyperaesthesia, arthralgia and pain in extremity outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, device dislocation, dysmenorrhoea, fatigue, fibromyalgia, headache, hypersensitivity, menorrhagia, metrorrhagia, mood swings, pain in extremity, pelvic pain, pruritus, psychological trauma, teeth brittle, thermohyperaesthesia and weight increased to be related to essure (ess205). The reporter commented: she received treatment for fibromyalgia and psych injury. Current weight 330 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events device dislocation added. Product, patient & reporter information updated based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), fibromyalgia ("fibromyalgia"), psychological trauma ("psych injury"), fatigue ("fatigue"), tooth disorder ("dental problems") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain and dermatitis allergic had resolved and the menorrhagia, metrorrhagia, fibromyalgia, psychological trauma, fatigue, tooth disorder, hormone level abnormal, headache and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dermatitis allergic, dysmenorrhoea, fatigue, fibromyalgia, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, tooth disorder and weight increased to be related to essure (ess205). The reporter commented: she received treatment for fibromyalgia and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: essure confirmation test (unspecified) conducted showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported ¿injury to herself¿ was updated to chronic/pelvic pain. Events dysmenorrhea (cramping), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), rash/skin condition, fibromyalgia, psych injury, fatigue, dental problems, hormonal changes, headaches and weight gain were added. Lab data and medical history added. Product indication and essure implant date updated. Essure explant date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.